Manufacturer narrative:
Device evaluation of monitor (B)(4) was completed. The monitor failed a functional pulse test. The cause of the failure was isolated to oxidation of the pins on connector j1002 on the ca board. The oxidation build-up on the tin connectors increased the resistance, causing the pulse test failure. No adverse event resulted from the defective monitor.

Event description:
While evaluating monitor (B)(4) for an unrelated issue, a reportable problem was found. The monitor failed a functional pulse test.